Event description:
It was reported by a customer that a catheter had the end piece fall off before being used on the patient and the second incident where the blood leaked out from the same connection on the closed-system tubing. I wanted to share with you these pictures and details of two situations where problems were observed with 20 ga x 1.25" nexiva catheters. One set of pictures is from (B)(6) 2026 where a catheter had the end piece fall off before being used on the patient. I took the picture and kept it in case this turned out to be more than a one-off fluke. Today (B)(6) 2026 I placed the catheter in the second set of pictures and blood leaked out from the same connection on the closed-system tubing. We tried to salvage this IV but had to discontinue due to this leak. Air was being sucked in when trying to draw blood. We did not attempt to flush the IV. The lot numbers are visible in the pictures. Please let me know what we can do to help! Is this a problem y'all have gotten feedback on yet? Thank you!

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation adapter from tubing was not confirmed upon inspection of the photo. Analysis of the photo showed that the reported defect was not observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.